Event description:
Alarm 30 was declared by the pump during a load process, and there was no adverse impact on the customer's blood glucose level. Cts assisted the customer in loading a new cartridge, but a cartridge alarm recurred, so the pump could not resume insulin therapy. Consequently, a replacement pump was arranged under warranty by cts, and the customer will use multiple daily injections as backup therapy. The caller was also instructed on returning the problematic pump using a pre-paid label, and all necessary instructions were understood and acknowledged.